Event description:
The customer contacted stryker to report that their device was not responding to on/off button presses. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. After replacing the large keypad and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.